Manufacturer narrative:
An ocd field engineer (fe) visited the site. A possible root cause was determined. The pressure in the fluidics system was out of spec. Incorrect pressure/vacuum in the fluidics system can lead to probe drip. The fe performed appropriate adjustments to return the analyzer to expected operation.

Event description:
A customer reported that the probe on the ortho provue analyzer leaked fluid over the dilution wash station during type and screen testing. Upon further investigation, the customer noticed droplets on the reagent carousel. Contamination of reagents was not reported. Probe drip may lead to dilution of sample/reagent, carry over and/or cross contamination and erroneous results which could lead to transfusion of incompatible blood. The customer aborted testing, preventing erroneous test results from being reported.